Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the medication was not present on the patient's profile. A technical support specialist (tss) found that the customer was unable to locate the medication on the patient¿s profile and was also unable to add it. Upon remote access, it was confirmed that the medication was not listed on the profile. The tss logged into mql and observed that the medication was marked as 'n/a' in the cabinet. Additionally, it was noted that the user did not have the necessary permissions to override high-alert medications. The issue was resolved by updating the medication profile and adjusting user permissions as needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the user was unable to find medication on patient profile, also unable to add medication on patient's profile. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.